Manufacturer narrative:
Corrections: h6.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on 4/12/2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on 4/12/2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on (B)(6) 2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed; however, the cause was not established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on 4/12/2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cassette used by the patient is available for return for physical evaluation by the manufacturer.